Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked while the customer was filling the reservoir during an infusion set change procedure. The blood glucose reading was unknown. Nothing further reported.